Event description:
The customer stated his contour meter was reading higher than usual. He tested his blood glucose and received a reading of 383 mg/dl using his contour meter. He tested using his breeze2 meter and received a reading of 117 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer refused to return his test strips for eval.